Event description:
A report was received that the patient felt burning sensation at the pocket site. The patient underwent a pocket revision wherein the ipg was moved to a new pocket site. The patient was doing well following procedure.